Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Power error 25 due to connector resistance issue j6 /pcb 1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 12.7 mmol/l. The customer stated that they had power error detected, they took out battery and waited for the light to stop and put in a new battery. It was not working and error was not clearing. The customer performed self-test and it came up negative. Customer was able to successfully clear the alarm and was able to complete pump rewind. It was reported that the power error detected recurred within a week of troubleshooting previous occurrence. The customer advised that pump will need to be replaced and also advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.